Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. Unable to verify the motor error alarm or perform the basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the blank display. The motor was tested outside of the device and passed the motor test. The battery tube connector was reconnected and all operating currents were within specification, no unexpected low battery or off no power alarms were noted. The pump passed the unexpected restart and self tests. The pump was received with a broken off end cap, minor scratches on the display window, a cracked reservoir tube lip, and a cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 186 mg/dl. The insulin pump was separated from the bottom at the seam. The customer was unable to rewind the insulin pump. The insulin pump would not turn on after new batteries were inserted. The up arrow key was hard to push lately. As a result his blood glucose level ranged from low to mid 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.